Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 3 of 4. The baxter technical service representative (tsr) had the home patient (hp) close all the clamps and transfer set, and cycle power off and on. A system error (se) 2367 occurred. The tsr had the hp cycle power off and on again and proceed to press go to start prompt. The tsr explained the alarms and the hp stated that they did not disconnect at any time while on the hc. There were no leaks noted. All lines were in use. There were no spare lines, no wet line, or leaks. All the supply bags were still connected. The tsr explained to discard all the supplies and to report the alarms to the peritoneal dialysis registered nurse the next morning. The hp was to finish tonight's therapy manually. The hc was operational. There was patient involvement but no serious injury or medical intervention was reported. Product surveillance contacted the patient on (B)(6) 2011. The patient stated the following: nothing was noticed with the supplies and therapy was going fine since the event other than a low drain volume that occurred last night that was cleared by repositioning the supplies. The sample was available and requested with lot number h11d12046. The nurse was contacted regarding the event and had the patient take some preventative antibiotics. No patient injury was reported.

Manufacturer narrative:
(B)(4). Additional information: the patient discarded the original cassette and did not return it to baxter.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).